Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00201 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. The date of birth was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. A specific cause for the patient¿s bleeding, and a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system, and provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had bleeding complications perioperatively. There were clots seen around the left ventricular apex and around the apical inflow of the device. A left pleural effusion was also present. There were few bleeding areas identified on the chest wall at the level of dissection and diffuse oozing from all previously explored sites. The patient required mediastinal exploration, clot evacuation and washout. The issue was resolved post-reoperation.